Event description:
User facility reports an incident of a bent haptic. No pt injury was reported but the reporter indicates that if this incident were to recur it could cause or contribute to pt injury.